Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. During functional testing, it was observed that a burr could not be inserted into the attachment device due to damaged bearings. Evidence indicates this was due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery it was observed that the attachment device "runs hot." There were no delays to the schedules surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.